Event description:
During a percutaneous transluminal angioplasty (pta) to a shunt anastomosis in the right cephalic vein, the balloon was reported to have ruptured. The vessel was described to have unk calcification and tortuosity, with a 90% stenosis. The prod was advanced over the guidewire and through the sheath introducer to the lesion where the balloon was inflated using an indeflator. However, the balloon ruptured at 6 atmospheres. It was withdrawn from the pt's body and another balloon catheter was used to successfully complete the procedure. There was no reported pt injury. The prod was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well, including the burst test values. With the limited amount of info available and without the return of the prod or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.